Event description:
During the procedure the primary guide assembly for the ribloc u plus broke. It is believed the part was compressed too hard and failed. Further follow up determined the primary guide was attached to the ribloc plate. The physician put the plate on the rib and tightened it around the rib. The primary guide broke as it was compressing around the rib. This issue prolonged the procedure by about 20 minutes, and the physician had to do an x-ray and remove the broken piece.

Manufacturer narrative:
Manufacturing and inspection records were reviewed. The returned low profile primary guide (rbl2320, batch l1810012) was examined visually under magnification. The curved slider of the guide had been sheared off, leaving a flat surface with some discoloration/oxidation. The fracture pattern was a brittle fracture, indicating a single over-loading event. The guide was opened and placed over the corresponding holes of a u-clip. The surgical technique warns that over-compressing the u-clip may damage the primary guide. This is plausible since excess force can cause the u-clip to resist and push back on the guide. Additionally, if the plate is already compressed, manipulation of the guide to reposition the plate may cause a force greater than the yield strength. In product testing, the load required to cause the guide to fail could be reached by over tightening of the guide through manual hand tightening or through use of screw mode to compress the guide. No definitive conclusion on the cause of the incident can be made.